Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported no readings, and the sensor was not working with the tandem insulin pump display screen. The patient believed it was an unknown issue with the cgm. She did not use the cgm app and only used the tandem pump display screen to monitor her cgm values. She also has a glucometer. During the day the pump display screen had been reading high (straight yellow line) (no symptoms were reported). During the night of 10/02/2023, the tandem pump was not responding, and the screen went black. The patient stated she tried trouble shooting the pump (charged the pump, changed the infusion set, and changed the insulin cartridge), but the issue still did not resolve. Her daughter told her to us a glucometer to check her bg level before going to bed (value unspecified) and to wait for the system to calibrate itself. The insulin pump rate and profile were not specified. She used her one remaining bg test strip and went to sleep with no cgm values. No value was provided. Early the next morning (unspecified time), the patient¿s family was not able to reach the patient via phone, so they went next door to the patient¿s home. The family member found the patient unresponsive and called the paramedics. The bg finger stick value obtained by paramedics was 27 mg/dl, and they treated her with IV dextrose. After regaining consciousness, she declined transport to the hospital and decided to recover at home. Prior to departure, the last blood glucose finger stick by paramedics was 272 mg/dl. She continued to use the tandem insulin pump at an unspecified rate, and she obtained additional test strips to monitor her bg values. A subsequent bg fingerstick value was 233 mg/dl, and no cgm values were on the insulin pump display screen. No product was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause was not determined. No additional patient or event information is available.